Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2015 1st test results: error 413/2.7 2nd test results: qc2 error 3rd test results: 3.1/2.6 alternate poc results: >8.0/>8.0 3rd test results were obtained using a new inratio2 monitor from the thrombosis service. The patient self tester did not take acenocoumarol on (B)(6) 2015. Date: (B)(6) 2015 venous inr result: 6.5 therapeutic range: unknown patient was taken into the hospital on (B)(6) 2015 with acute kidney failure. Patient is currently on a 14 day schedule for acenocoumarol. 1 tablet the first day, and 2 tablets on days 2-14.

Manufacturer narrative:
Additional information: it is unknown if the patient had kidney issues prior to obtaining the reported results. Investigation: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance. Root cause could not be determined from the information provided by the customer. Further investigation into this issue is being performed under CAPA-(B)(4).